Event description:
A customer reported issues with their blood glucose levels potentially related to changes in insulin type from humalog to novolog. Blood glucose levels were recorded between 53-64 mg/dl, indicating a low range. The customer managed the low blood glucose by consuming carbohydrates and did not require incapacitated assistance from a third party. Recommendation was made to consult with a healthcare provider regarding diabetes management.